Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit, water tightness fail, and crack on cable connector. A root cause could not be identified. Based on the results of the investigation, it is likely the customer reported malfunction was due to a faulty cable unit. Based on the results of the investigation, it is likely the watertightness failed due to a crack on the connector. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a scope communication error e226. The event occurred during set up. There were no reports of patient harm.